Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as there were no compatibility issues and the tibial component was implanted successfully.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: item name: persona ps ve articular surface fixed bearing posterior stabilized right 10 mm, item number: (B)(4), lot number: 63364175.

Event description:
It was reported the articular surface would not engage with tibial tray.